Event description:
Leaking @hub. With drsg change r/t non conclusive drsg, PICC line noted to be leaking prior to placement of new drsg. Appears to be located at connection of line into hub. Lip notified, line removed, piv to be placed /feeds increased.

Manufacturer narrative:
Vygon has requested further information from the hospital. The malfunctioning device will be returned for evaluation as part of the complaint investigation. Upon receipt, it will be investigated. The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion via a follow-up MDR.

Manufacturer narrative:
The complaint was forwarded to our parent company in germany for their evaluation. The investigation summary is as follows: we received one used catheter as a faulty sample. The sliding clamp of the returned catheter was missing. A significant amount of reddish solution residues and organic material were visible between the 22 cm and 23 cm markings. The attempt to flush the catheter with water was unsuccessful, likely due to the dried solution. Microscopic examination revealed a tear at the wing. The fracture surface was rough and jagged, with visible stress whitening, indicating excessive bending and tensile force. In general, there are various events that can lead to a leaking catheter: 1. Tensile force. Which may be caused by: dressing change - in some instances the catheter can become adhered to the dressing and additional pulling is required to free it; placing stress on the line could result in a tensile fracture. For babies - routine care (when lifting the baby to change the bedding) and movement of the baby itself could result in a tensile fracture. 2. Mechanical damage by a sharp instrument (for example scissor, forceps or scalpel) during dressing change. 3. Alcohol-based disinfectant - concerning this, there are some warnings in the IFU: "be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it." Unfortunately, the customer did not specify whether the disinfectant used was water-based or alcohol-based. The IFU also states: anchor the catheter, using the fixation wings. If a vein in the arm is used, a small loop should be left in the catheter, to prevent kinking of the catheter if the patient flexes or bends the arm. Caution: do not over stretch the catheter as it may rupture, causing a catheter embolism. "Do not kink the catheter or the extension line permanently to avoid damage to the catheter. A review of the component batch history records was performed, and no deviations were found. The batches complied with their specifications and was released. Each catheter undergoes flow and leak testing, and the tensile force and dimensions of the catheter and set components are randomly checked during production. A 2-year review of vygon USA's complaint data shows that six additional complaints were reported for lot: 24d008d between may 1, 2023, and may 31, 2025, four of which were linked to this facility. None of these complaints were determined to be manufacturing-related issues. Corrective action: since the catheter worked well for 16 days before the leakage occurred, we do not believe this defect is manufacturing related. Any manufacturing problems that would lead to a leak would be detected by the user when initially flushing the catheter. As a result, no further corrective action was initiated by quality management at this time.

Event description:
Leaking @ hub. With drsg change r/t non onclussive drsg, PICC line noted to be leaking prior to placement of new drsg. Appears to be located at connection of line into hub. Lip notified, line removed, piv to be placed /feeds increased.